Event description:
Midway through the procedure the device suddenly wasn't working properly. We removed the device from the patient and part of the needle has broken off.

Event description:
Midway through the procedure the device suddenly wasn't working properly. We removed the device from the patient and part of the needle has broken off.